Manufacturer narrative:
(B)(6).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be a transmitter failed error.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device available for evaluation -  additional h2: if follow-up, what type - additional information h6: event problem and evaluation codes -  additional.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: if follow-up, what type - correction. H6: event problem and evaluation codes -  correction to remove h6 method code 3331. H10: additional narratives/data - corrected data.

Event description:
Subsequent to the initial report, a supplemental is needed for a correction to h6.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error "session has ended I have a new transmitter" occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.